Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an obturator sling procedure for the treatment of stress incontinence in (B)(6) 2009. In 2013, the patient experienced a recurrence of stress incontinence symptoms. The patient underwent a cystoscopy which revealed exposure/ erosion of the mesh within the urinary tract at the level of the mid-urethra to distal urethra which resulted in symptoms of stress incontinence, recurrent urinary tract infections and urgency symptoms. The patient underwent a procedure to have the exposed mesh within the urethra excised. The patient was catheterized for 3 days following procedure. Currently, subsequent follow up is ongoing and the patient has no worsening of stress incontinence. Further cystoscopy is planned to ensure full mesh removal from the urethra. Additional information has been requested.